Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the revision has not been performed or scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the coronary sinus was dissected in attempts to find a suitable lateral branch. Eventually, the left ventricular (lv) lead was placed down the mid-lateral branch and was successfully positioned with acceptable measurements. The inner and outer catheters were cut away and the lv lead remained in position. After the device was connected to the lv lead, all measurements remained acceptable. During final fluoroscopy screening at the end of the implant procedure, the lv lead moved back proximally from the previous position. All electrical measurements were still appropriate and the pocket was closed. A few hours after the procedure, the lv lead had completely dislodged into the coronary sinus. It was indicated the lv lead would be repositioned after the dissection resolved. No adverse patient effects were reported.